Event description:
It was reported that technical services (ts) was consulted regarding the atrial pacing rate being elevated in this pacemaker. Upon review of the available information ts determined that due to the activation of the av search algorithm, which looks for intrinsic atrioventricular conduction, atrial pacing was being affected. This was considered normal device functioning; however, ts determined that the early pacing associated with the av search could have induced a tachycardia episode stored in the device. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received stating that continuous monitoring was going to be provided. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that technical services (ts) was consulted regarding the atrial pacing rate being elevated in this pacemaker. Upon review of the available information ts determined that due to the activation of the av search algorithm, which looks for intrinsic atrioventricular conduction, atrial pacing was being affected. This was considered normal device functioning; however, ts determined that the early pacing associated with the av search could have induced a tachycardia episode stored in the device. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.